Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vs I/teleflex indicating a very low-positioned radiopaque lock, proximal to the bifurcation. Stenting placed; the radiopaque lock appears to have been removed. The device lot history record review for lot number mn2301532 manta 18f indicated during lot release of manta lot (mn2301532) two devices exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. An 84-year-old, (97kg, 29.18 kg/m2) male patient presented in the or for a tavr procedure. Lower-positioned access was gained utilizing ultrasound guidance with a micro puncture kit. The right common femoral arteriotomy was 7.9mm, clear of calcification or tortuosity, with a deployment depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Following the tavr, activated clotting time (act) was 388, heparin and protamine were administered and an 18f manta was deployed to the measured depth for closure. Manual pressure was applied to the access area and hemostasis was achieved in less than five minutes. The surgeon did not have any concerns regarding the closure, no noted complications occurred during the procedure, and no post-procedure angiogram was performed. Fifteen to sixteen hours post-procedure, the surgeon was notified no traumatic events occurred to the access site although oozing (bleeding) could be seen. The patient was transported back to the or for investigative surgery, two covered stents were placed, and the femoral artery was repaired. It was later noted by the proctor, that the surgeon placed the covered stents to address a pseudoaneurysm with extravasation at the access site. A determination for the root cause of the pseudo-aneurysm requiring endovascular intervention remains inconclusive due to the insufficient amount of information regarding the pseudo-aneurysm, initial and deployment procedures, patient environment and conditions, and no angiograms or device were returned for investigative purposes. A pseudo-aneurysm can go undetected and not cause any complications and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The manta instructions for use precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, pseudoaneurysm, possibly requiring surgical repair, and/or endovascular intervention. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedural requirements indicate that activated clotting time (act) should be below 250 seconds before closure. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to oozing from the puncture site and late arterial bleeding. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: physician mentioned that the patient from the prior day had to return to the lab overnight for peripheral stenting to their femoral artery/access site. 2 quantity covered stents placed in the right femoral artery (tavr access site). Additional information: during a tavr procedure micro puncture and ultra sound were utilized to gain low access in the right common femoral artery. Vessel size was 7.9mm. Measured depth for the manta was 5+1=6cm. Systolic blood pressure was 92mmhg and act was 388. 15000 heparin and 150mg protamine were administered during the procedure. There was no noted complications during the procedure. Hemostasis was achieved with approximately 5 minutes or less of manual pressure to the site. No post angiogram was performed. Surgeon reported that he had no concerns regarding the closure until he was notified of bleeding from the site overnight, approximately 15-16 hours post procedure.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: physician mentioned that the patient from the prior day had to return to the lab overnight for peripheral stenting to their femoral artery/access site 2 quantity covered stents placed in the right femoral artery (tavr access site). Additional information: during a tavr procedure micro puncture and ultra sound were utilized to gain low access in the right common femoral artery. Vessel size was 7.9mm. Measured depth for the manta was 5+1=6cm. Systolic blood pressure was 92mmhg and act was 388. 15000 heparin and 150mg protamine were administered during the procedure. There was no noted complications during the procedure. Hemostasis was achieved with approximately 5 minutes or less of manual pressure to the site. No post angiogram was performed. Surgeon reported that he had no concerns regarding the closure until he was notified of bleeding from the site overnight, approximately 15-16 hours post procedure.